Manufacturer narrative:
The customer reported a loader error, a burning odor, and smoke from the autoloader area on the dimension exl with lm instrument. The customer informed siemens that the dimension exl with lm could not read the reagent cartridge at the auto loader. The customer observed error messages and smoke coming from the wires. Siemens dispatched a customer service engineer (cse) to the customer site. The customer noted that the event had no impact on patient results and did not cause a delay in reporting results. The cse performed troubleshooting on the barcode reader connection and noticed a damaged wiring harness. The cse replaced the wiring harness and connector and verified the operation of the instrument. Siemens reviewed the information provided and the services performed and concluded that the barcode reader cable connector was damaged and was the cause of the event. A new barcode reader will be installed proactively. The customer is operating the instrument using the refrigeration storage module (rms) reagent loader. Siemens confirmed that the customer is operational, and no further evaluation is required.

Event description:
The customer reported a loader error on the dimension exl with lm instrument with serial number (B)(6). The customer stated that there was a burning odor and smoke coming from the autoloader area. The customer was assisted by siemens and noted that disconnecting the barcode reader from the autoloader caused the smoke and burning odor to dissipate. The customer informed siemens that there were no leaks or flames associated with the event, and no one was injured. There are no known reports of patient intervention or adverse health consequences due to the event.